Manufacturer narrative:
(B)(4).

Event description:
It was reported the device estimated longevity had gradually declined within a two month period last year. The device has now reached elective replacement indicator. Device replacement was recommended. No follow-up has been scheduled yet. No further information is available.

Event description:
New information received states the device was explanted and replaced. The patient condition is stable.